Manufacturer narrative:
Manufacturer's investigation conclusion: the new pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related mfrs # 2916596-2021-04352, 2916596-2021-04353, 2916596-2021-04354. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to pseudomonas infection driveline infection. The patient was repeatedly treated with ceftazidim/avibactam but the infection did not resolve. The pump was exchanged on (B)(6) 2021. A high urgent transplant was not possible due to the destination therapy indication of the patient. The patient was recovering after the exchange of the pump, which will not return for evaluation.